Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced urinary/bowel problems and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2010 due to pelvic pain. On (B)(6) 2011 the patient underwent a mesh removal due to pelvic pain and sui.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.